Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display. The customer stated every time they put in a new battery they would get an unexpected restart alarm and the insulin pump would shut off. The customer¿s blood glucose level was 485 mg/dl which they treated with injections. Troubleshooting was performed. The display returned to do the reboot up but turned off. They tried a couple more batteries but there was no response. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had blank display due to faulty interface board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm, numbers display count up anomaly, off no power alarm due to blank display. Pump had cracked battery tube threads.